Event description:
Information received with return of the device does not address the patient's clinical status but notes that prior to implant, the device was interrogated and paced at 100 ppm. After placing the leads and connecting to the pacer, periods of no output were observed. When the leads tested normal, the physician replaced the pulse generator.